Event description:
Customer called because the blood icon was missing from the display of her breeze 2 meter. While troubleshooting, it was discovered that segments were also missing. No adverse event alleged. Meter was replaced and customer was advised to return her meter for evaluation.